Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. One video was also returned for review. The device was inflated with an in-house inflation device and a leak was noted on the balloon. The balloon fibers were stripped and a re-inflated. Two pinhole rupture was noted on the balloon. Based on the evaluation and video the investigation is confirmed for pinhole rupture. The definitive root cause for the identified rupture could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured at 20atm on the first inflation. It was further reported that the patient had an allergic reaction to the contrast as a result of the balloon rupture. The patient is currently under observation.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured at 20atm on the first inflation. It was further reported that the patient had an allergic reaction to the contrast as a result of the balloon rupture. The patient is currently under observation.